Event description:
Healthcare professional reported an unspecified amount of time after injection with juvederm voluma xc, the patient experienced "longer term pain at the injection site than what is typical" and dizziness. It is not known if any treatment has been provided. Additional information from the healthcare professional clarified that patient was injected with 3 syringes of juvederm voluma xc in the mid and lateral cheeks and concomitantly injected with 4 syringes of juvederm ultra plus xc in the marionette lines and lip lines. Sometime after injection while the patient was on vacation, "something horrible" happened to the patient's head as the airplane patient was on descent; patient was taken off the plane and taken to a hospital where they spent 8 days. The patient could not walk as the patient was "so off balance". During the stay, patient was put on prednisone and had 2 negative CT scans. Patient noted one of the doctors said the patient "may have gotten what divers get (decompression sickness)". Patient traveled to another state after their hospital stay and was admitted to another hospital for the same symptoms and noted a "strange underwater sound " in the ears. During patient's second hospital stay, patient had another negative CT scan. Approximately 3 months later, patient was seen by the injector for a follow up and presented paperwork that stated "post instructions: stroke" from one of the doctors, though patient denies that any doctor told them they had a stroke. Patient stated "20 years ago" they had labile blood pressure and notes that they had not been on any medication, but when they initially arrived at the second hospital, patient was put on lisinopril. The patient also experienced "on going" health issues such as head and body aches, muscle weakness, unsteadiness, visual problems, dizziness nausea, and ringing in the ears. Injecting healthcare professional stated that patient is now "dizzy free" and still has chronic nausea. Patient's cheekbones are "still tender to palpation". Patient provided additional information that their face "looks terrible" and are still experiencing lumps and pain in their facial bones, dizziness, visual problems, and "ringing in the ears, etc.". This is the same event and the same patient reported under MDR# 3005113652-2015-00282 ((B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of being "off balance", "head and body aches, muscle weakness, unsteadiness, visual problems, dizziness, ringing in the ears, "what divers get, "stroke", "strange underwater sound" in the ears, looking terrible", pain facial bones, and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.